Event description:
It was reported that an alert triggered for out of range right ventricular (rv) lead impedance. Therefore the alert range was incre ased and monitoring continued. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1888tc competitor implantable pacing lead (B)(6) 2011; d274trk implantable pacemaker cardio/defib (B)(6) 2011. (B)(4).